Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast in the inflation lumen and balloon. The balloon was loosely folded. The device was soaked in a water bath for four days to loosen the blood and contrast in the device. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a pinhole 2mm proximal from the distal marker band. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. A 3.75mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, during inflation at 20 atmospheres, the balloon ruptured. Another 3.50mm x 12mm nc emerge balloon catheter was advanced; however, upon inflation at 16 atmospheres, the balloon ruptured. The procedure was completed with another nc balloon catheter. No patient complications were reported.

Event description:
It was reported that balloon rupture occurred. A 3.75mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, during inflation at 20 atmospheres, the balloon ruptured. Another 3.50mm x 12mm nc emerge balloon catheter was advanced; however, upon inflation at 16 atmospheres, the balloon ruptured. The procedure was completed with another nc balloon catheter. No patient complications were reported.